Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the battery no longer holds a charge. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the battery. The customer to replace the battery to resolve the issue. The device appears to be working as designed and may be safely returned to service with a new battery. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.